Event description:
Investigation completed on a smiths medical trachesostomy.

Manufacturer narrative:
Investigation results completed on a smiths medical tracheostomy. Device arrived with cracked flange , noticed yellow tint which is related to long term use. The cracked flange is related to breathing circuit being connected and disconnected during suction or transport. The instruction for use, im-gar-10018908-001 (formerly pkg-dfu-cfx-2), states under 6.6 & 6.7 that when connecting a breathing circuit or accessory to the connector, gently push the breathing circuit or accessory onto the connector using one hand and employing a slight twisting motion while stabilizing the base of the connector with the other hand. The connection security and ability to disconnect should then be checked by trial disconnection. Once the correct level of security has been established, the connection can then be remade using the same technique and force. Disconnection is best achieved with one hand holding the base of the connector and the other hand applying a twist and pull motion. Excessive force must not be applied when making the connection as this may result in difficulty in disconnecting the devices. In the event of difficulty disconnecting accessory components from the tracheostomy tube's 15mm iso connector, the disconnect wedge provided should be used by forcing it between the flanges of the two connectors until they separate. No fault found with device as this is believed to be related to breathing circuit and use with provider caring for patient.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that during use of this smiths medical tracheostomy silicone - bivona tubes (custom), the trach tube hub was found to be cracked around the edges. It was reported that trach changed was required and the patient did not have back up trach since this is a custom trach. However, new trach tube was ordered. No patient consequences were reported.